Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 09/20/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 123mg/dl and 115mg/dl fasting. Reviewed meter memory. No adverse event reported.

Manufacturer narrative:
Product not yet evaluated. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-120mg/dl fasting. Verified the strips expire 09/20/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 123mg/dl and 115mg/dl fasting. Reviewed meter memory: 1:93mg/dl (B)(6) 2015 06:19:00 am fasting:yes; 2:68mg/dl (B)(6) 2015 06:19:00 am fasting:yes; 3:91mg/dl (B)(6) 2015 06:15:00 am fasting:yes; 4:80mg/dl (B)(6) 2015 06:17:00 am fasting:yes; 5:81mg/dl (B)(6) 2015 06:16:00 am fasting:yes. No adverse event reported.